Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned. However, based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield skull clamp slipped resulting in patient laceration. The rocker arm and single pin was locked and 60 psi was confirmed. When the patient moved, drapes were removed and psi was down to 40. Laceration was stapled to close. Patient was re-positioned in a new 3 pin skull clamp, and no issues were noted with 2nd 3 pin skull clamp. It is unknown if there was significant delay in surgery.